Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and it had to be charged more often. The database was analyzed, and the battery discharge and charge profiles were observed and revealed no anomalies and appears to be working as expected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.